Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer reports that during a procedure the medical staff noticed that the device was torn/split and they changed to a new one. The customer further reported that the patient received antibiotics.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. However, due to previous evaluations on samples reported with a similar condition the potential root cause that could cause this is as follows: the split in the lite glove handle is caused by a pleat generated during the thermoforming process due to geometry of the product/ mold design, this pleat creates weakness on the neck part of the product. As a containment, the lite glove production is currently stopped until the corrective actions defined are closed after the investigation. The preventive actions will be included in the CAPA. In addition, awareness training was performed to all personnel to ensure they are aware of this reported condition. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will also be used for tracking and trending purposes.